Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Under microscopic observation melted catheter was noted with burnt blood marks at the rapid exchange exit. The transducer handle was also noted to have melted plastic just below the saline printed wording. The material separation was noted just proximal to the distal tip between outer catheter and distal tip. Based on these findings, the investigation is confirmed for the melted catheter and material separation issue as the catheter shaft was noted to be melted and the material separation was noted between the outer catheter and distal tip. A definitive root cause for the reported melted catheter and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2023).

Event description:
It was reported that during a procedure, the wire was allegedly melted into catheter. There was no reported patient injury.